Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. Subsequently, the rv lead was surgically abandoned and replaced. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
High out-of-range pace impedance measurements were reproduced during the procedure when the rv lead was connected to the pacing system analyzer (psa). Additionally, the device header and lead connection was checked and found to have no issues. The rv lead was surgically abandoned. The field representative confirmed that there were no additional adverse patient effects.